Event description:
It was reported that the customer was hospitalized for high blood glucose of 268 mg/dl. It was stated that the customer is pregnant and went in with other issues. While being transferred to the customer's room, the line was disconnected. Called back the customer and spoke to the doctor, and assisted with changing the basal rates and times. The doctor stated that the insulin pump is functioning properly and did not want to troubleshoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.